Event description:
This case was reported by a consumer (mother of patient) and described the occurrence of anaphylaxis in a (B)(6) male pt who received lactoperoxidase + lysozyme (biotene moisturizing mouth spray) for an unk drug indication. A physician or other health care professional has not verified this report. Cocurrent medical conditions included milk allergy. On an unk date, the pt started lactoperoxidase + lysozyme. At an unk time after starting lactoperoxidase + lysozyme, the pt experienced anaphylaxis, allergic reaction to the milk in the product and labored and difficulty breathing. This case was assessed as medically serious by gsk. Treatment with lactoperoxidase + lysozyme was discontinued. At the time of reporting, the outcome of the events was unk. The reporter stated that her son had an allergic reaction to the biotene spray. Ten minutes after using the product, he experienced difficulty breathing also described as "very labored breathing". The reporter stated "my bottle does not state that this contains milk. That should be on the label".

Manufacturer narrative:
The manufacturer's report number for this case is 2022474-2012-0005. Biotene is mfg in (B)(4) in the united states. The lot number for this device is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).